Event description:
It was reported that the right ventricle lead was exhibiting slow rise in pacing thresholds. The patient was dependent; the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.